Manufacturer narrative:
Received 3 way catheter for evaluation. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the sample was tested using a lab syringe and the balloon was inflated with 10cc water using normal fill technique. The balloon inflated without difficulty in 21sec and 17sec and the inflation funnel did not balloon out during the inflation. The balloon was then deflated and re-inflated again with the quick fill technique. The balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The following results were obtained from the dimensional evaluation: eye snip length: 2/32¿; eye snip width: 1/32¿; eye snip distance from distal cuff: 12/32¿; eye snip distance from proximal cuff: 8/32¿; rubberize thickness: 9 thou; reinforcement: 149 thou; inflation funnel thickness: 53 thou; balloon thickness (average): 21 thou; inflation lumen coverage: 14 thou. There was no indication that this product was out of specification, and the product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the device was inserted, it allegedly failed to infuse water into the inflation lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that they were unable to infuse the water into the inflation lumen after insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the device was inserted, it allegedly failed to infuse water into the inflation lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were unable to infuse the water into the inflation lumen after insertion.